Event description:
Customer called to report hospitalization with dka. It was stated that customer was vomiting and had ketones prior to the hospitalization and patient was on insulin drip at the time of call. Also there was not a prime history due to the fact patient was using incorrect prime technique. Troubleshooting was performed. Pump passed the test. Customer had irritation problem in the past and had a large amount of scar tissue in the site.